Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a snowy image. The issue occurred during inspection for use. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report provides the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, the device evaluation identified a reportable malfunction: scope communication error e216. A root cause could not be identified. However, the investigation determined that component failure was the most probable cause of the malfunction, snowy picture, and scope communication error e216. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.